Manufacturer narrative:
Unknown; event date was reported as (B)(6) 2015; however, it is unknown if that is when the infection began or was discovered. This report is for an unknown quantity of unknown screws (pins)/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against maude report number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This report is for an unknown quantity of unknown screws/pins. This is report 1 of 2 for (B)(4).